Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 03/29/2019. Device evaluation: the plunger component was observed fully advanced. Visual inspection using magnification was performed. The cartridge tip was observed deformed, confirming the reported issue. The lens was observed stuck at the cartridge tip. The rod tip override the lens. Residues of viscoelastic were observed at the cartridge tube and tip. The reported issue was verified on the return. However, the unit was handled and used. There is no evidence to suggest that the complaint sample have been affected by the manufacturing process. No product deficiency was identified. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during product handling and prior to insertion of pcb00 16.5 diopter intraocular lens (iol) the preloaded inserter was damaged. Through follow up, customer account provided additional information clarifying reported inserter damage as the plunger split the cartridge. It was confirmed the cartridge tip was damaged after the plunger split the cartridge, and the same procedure was completed successfully using backup lens with the same model and diopter size. There is no patient contact reported with the damaged device.